Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing as it lacked a driven ground signal. The cause of the test failure and lack of driven ground signal is an open r781 resistor. The root cause of the open resistor cannot be positively identified, but the damage is consistent with external defibrillations. There is no indication that the open resistor caused or contributed to the patient's death. The lifevest delivered two appropriate shocks that converted the patient's arrhythmias. The damage likely occurred during resuscitation efforts.

Event description:
During servicing of a monitor, which was returned for investigation into a patient's death, a reportable problem was found. The monitor failed incoming testing. Details surrounding the patient's death include that the patient received two appropriate shocks that converted vt/vf to bradycardia at 30-50 bpm. The patient was reportedly in the hospital during the event and hospital staff was working on the patient.